Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: tritanium revision acetabular; cat# 509-02-62g; lot# mmhh8y, 25mm mod rev hip bdy/blt +20mmcomponent level 9006-1-225; cat# 6276-1-225; lot#34356701, mod con dist stem 21 x 155 mm; cat# 6276-7-021; lot# caxk817d, dall miles vit 2.0mm cable; cat# 6704-8-240 ; lot# 36677702, vit cable crimp sleeve 2.0mm; cat# 6704-4-020; lot# 42385504, dall miles vit 2.0mm cable; cat# 6704-8-240; lot# 41426802, v40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# mmakkp, unknown plate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Based on a legal complaint filed by plaintiff, on (B)(6) 2013 plaintiff alleges that he underwent a total hip replacement with cable plate implantation as the second stage of a two stage revision. As of (B)(6) 2015, plaintiff continues to experience swelling, clicking and weakness in left hip as well as difficulty in walking.